Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was selected for use following a right renal artery angiomyolipoma. A pre- deployment angiogram was performed. After the angio-seal was successfully deployed there was light oozing present so the physician performed two minutes of light manual compression. A minute later the pt complained of pain in the lower leg. There was an absence of distal pulses and the lower right leg started turning yellow. The physician performed a doppler ultrasound that confirmed the angio-seal had not migrated. Vascular surgery was performed and clots were found in the popliteal artery. The surgeon removed the clots and they were examined. It was confirmed that the clots were purely thrombus and there were no angio-seal components present. The pt was not taking anti-coagulants as prescribed. The pt was listed as stable.